Event description:
User facility voluntary medwatch was received that stated the following: "the patient was in the operating room for a laparoscopic appendectomy. He had an IV and had maintenance IV fluid running. The physician connected secondary tubing to infuse an antibiotic. When the antibiotic finished the physician disconnected the secondary tubing. The IV site was covered by the drape and not visible. At the end of the procedure they looked at the floor and saw blood. They discovered the blue cap has been damaged and that the patient was back flowing blood up the tubing and out the damaged port. The tubing was later inspected and it was discovered the secondary tubing had been broken off inside the blue port." Though requested, no additional information was received, including specific event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
(B)(4). The list number and lot number of the device that was in use is unknown. The customer contact did not provide any information about the device list number; therefore, the brand name and common device name are unknown. However, the customer contact identified the device as an unspecified lifeshield primary IV tubing set. The customer indicated the device was discarded. During the investigation, no possible cause for the customer reported leak were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.